Event description:
The reporter stated that rptr did back to back blood glucose tests, using separate fingersticks, with results of 285, 137 and 107 mg/dl. Rptr did not have any symptoms. A control solution test was in range. On f/u, the rptr stated that rptr is not on insulin or oral medication for blood sugar. Rptr has no difficulty getting a good sample of blood, and rptr checks the confirmation dot for enough blood. No harm was alleged.